Event description:
There was concern that the belmont malfunctioned during an infusion of a blood product. Two units of prbcs (packed red blood cells) and one unit of ffp (fresh frozen plasma) were wasted.

Event description:
There was concern that the belmont malfunctioned during an infusion of a blood product. Two units of prbcs (packed red blood cells) and one unit of ffp (fresh frozen plasma) were wasted.